Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump indicated a data log corruption and that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.